Event description:
New information received indicates that the patient received no complications post-procedure.

Manufacturer narrative:
(B)(4).

Event description:
It was reported that lead dislodgement was observed via x-ray. The lead was repositioned and remains implanted.